Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead had a previous repair and it was found out that the repaired silicone was broken and was creating noise. This was discovered during device change. This right ventricular (rv) lead was surgically abandoned. No additional adverse patient effects were reported.